Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air and water nozzles were clogged with foreign matter, but the foreign matter could not be identified. . It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material clogging the nozzle due to deformation. In addition to the reportable malfunction, the following were noted: the adhesive of the bending section cover was worn; there was a crease on the insertion tube; the body control unit had a crack; the scope cover and control section had damage or deterioration; there was reduced angulation due to wear of the angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had insufficient air/water flow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material was attached in the nozzle and could not be removed due to deformation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.